Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing the left ventricular lead exhibited loss of capture. Fluoroscopic imaging revealed the lead was dislodged. No patient symptoms were reported. The lead was explanted and replaced. The patient's condition was satisfactory post procedure.